Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the problem remotely confirmed that wired footswitch was not sensitive intermittently. Rse arranged replacement of wired footswitch to be sent to customer site. After sending wired footswitch replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the exposure foot switch was intermittently insensitive. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.